Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experience hypoglycemia and insulin pump did not alarm for it. Customer's blood glucose level was 2.9 mmol/l. Customer stated that hypoglycemia was caused by delivering insulin and then eating breakfast an hour later. Customer declined troubleshooting for low blood glucose. Customer confirmed that they uses auto mode. Customer reported that the sensor alarmed sensor expired. The device will not be returned for analysis.